Manufacturer narrative:
The devices associated with this report were still not returned. A previous review of the device history records revealed no related manufacturing deviations or anomalies. Medical records were obtained. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6) 2012- litigation papers received. There is no new additional information that would effect the outcome of this investigation. The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for three of the four reported part and lot number combinations; one prior report for the metal insert part and lot number combination. However, review of the as400 system show that 15 other devices from the reported metal insert lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against femoral head and liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other related reports against the remaining product/lot code combinations. Xrays and previous medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- clinical patient/der: states patient revised for metal on metal disease, osteolysis, loosening of stem/sleeve, metalosis, discolored tissue and fluid. Update 6/11/12- litigation papers received. There is no new additional information that would effect the outcome of this investigation. Update: 9/27/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update 1/25/2013 maude report (mw5028239) voluntarily submitted by patient states that they were revised to address pain and elevated chromium and cobalt levels, which caused deterioration of the bone. Update 02/11/2014 - medical records received. No new information received that would change the existing MDR decision. Update rec'd 9/27/2012- pfs and medical records received. After review of the medical records the revision operative note confirmed a loose stem/sleeve and metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/17/2014. Update rec'd 10/23/2014- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/18/2014. Update 12/3/2014- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/30/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical patient/der: states, patient revised for metal on metal disease, osteolysis, loosening of stem/sleeve, metallosis, discolored tissue and fluid.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.